Event description:
Initial information was received from a physician via a sales representative on (B)(6) 2011 and subsequent follow-up: a (B)(6) female pt with no reported medical history received poly-l-lactic acid (sculptra aesthetic) (lot # unknown, expiration date unknown) on (B)(6) 2011. A few days later, the pt broke out in a rash on the body, but not on the face. A week after the second injection ((B)(6) 2011) she developed an acute onset of psoriatic arthritis and lupus. The pt was currently very sick. The pt feels sculptra aesthetic was responsible for her developing lupus, but the physician was not sure. Concomitant medications were not provided. No further relevant information reported. Additional information was received from the physician and the sales representative on behalf of the physician on (B)(6) 2011: therapy dates of poly-l-lactic acid were updated. Additional events of lupus and psoriatic arthritis were added with outcome of ongoing. Pharmacovigilance comment: sanofi company comment: (B)(6) 2011: this case lacks medical confirmation on the diagnosis of lupus. A causal relationship with sculptra cannot be determined. Additional information has been requested.